Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver was connected to wall power for several days, but the internal emergency battery could not be charged. This alleged failure mode poses a low risk to a pt, because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing it's life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.